Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that one day post implant, the right atrial lead was dislodged. The lead was not sensing appropriately and there was no capture at maximum output. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.